Event description:
When performing a tomo scan at step 10 of 32 head was movin in pad tripped but was still moving in very slowly. Top display read radius 267 and was not changing. After moving patient out of way they saw it was still moving.